Event description:
Customer reportedly received the following sets of results within 10 minutes on the compact plus system: 1. 1.8 mmol/l, 1.9 mmol/l, and 3.8 mmol/l 2. 0.7 mmol/l, 1.1 mmol/l, and 3.4 mmol/l the sets of results were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips were discarded.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.